Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient is experiencing pain at the ipg site with stimulation on or off. The patient has lost weight. X-rays reveal the lead has migrated. The patient falls frequently. Reportedly, the patient has idiopathic pain in the left hip and the ipg is opposite the hip with the most pain. Reprogramming provided stimulation in the right hip and buttock. The patient does not use the stimulator at this time an dis requesting surgical intervention to remove the scs system. Reference MFR report #1627487-2014-01327.